Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and on device interrogation it was noted that the right ventricular (rv) lead exhibited under-sensing on stored electrogram episodes. No patient complications have been reported as a result of this event.